Event description:
Since mid (B)(6) 2021 I have been battling respiratory issues including cough, nasal congestion, chest tightness, shortness of breath. I have also become overly sensitive to alcohol and also vinegar vapors. I was diagnosed with asthma on (B)(6) 2021. I have sleep apnea and have been a long time user of CPAP therapy. I have been a regular user of a philips respironics dreamstation CPAP that was recently part of a recall. I suspect this may have caused the medical issues I have been recently dealing with. FDA safety report ID # (B)(4).